Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 2.0, lab: 1.5. The drop from the venous sample was applied to the inratio test strip. Pt self tester sometimes has difficulty obtaining sample and milks the finger, performs finger stick before the green light appears, and applies sample >15 seconds after puncturing finger. Pt called back with another correlation from the same box of strips. Date: (B)(6) 2012, inratio: 2.0, lab: 1.6. Lab sample was drawn immediately following finger stick.